Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit. It was found that the flow meters read 8 and 3 lpms, but the pressure was reading only 1.8 cmh20, and adjusting the low pressure flow meter did not affect the pressure. After switching the unit off then on again, the pressure went back to 5.2 cmh20 and will increase/decrease depending upon the flow. The issue was resolved after replacing the valve sensor pcb and 02 sensor. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that while connected to a patient, the sipap ventilator alarmed e33. The end user then transferred the patient to another sipap unit. However, there is no injury or harm associated with the event. In addition, the local medical physics technician indicated that the alarm is intermittent.

Manufacturer narrative:
Result of investigation: the equipment was received at the vyaire medical facility. The reported complaint could not be confirmed or duplicated. Unit under test (uut) passed all tests. It is known that the autozero solenoid is prone to stick. In that case, it is possible the customer would have observed an e33 alarm. However, no alarm was induced during fa testing.